Manufacturer narrative:
The customer¿s report of 351.6660.0 error code during an infusion was confirmed via log analysis but the error code could not be duplicated during the investigation. The log analysis noted the returned syringe pump module (spm) was very near to completing the infusion from a monoject 12ml syringe when the error occurred. Thorough testing of the spm was unsuccessful in replicating the error event. The inspection process found some thread damage present on the right split nut but the investigation could not definitively determine if this anomaly contributed to the customer¿s incident. The root cause of 351.6660.0 error code was not identified

Event description:
The customer reported a 351.6660.0 error code during an antibiotic infusion. Although requested, additional event information has not been provided; there was no patient harm.

Manufacturer narrative:
Correction to root cause statement on initial report: the root cause of the customer¿s report was the found worn split nut damage based on the fact that after the split nuts were replaced the syringe module has not been returned for error code 351.6660.0 in approximately 2 years.

Event description:
The customer reported a 351.6660.0 error code during an antibiotic infusion. Although requested, additional event information has not been provided; there was no patient harm.